Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016. On (B)(6) 2016 the patient underwent her third bt procedure. No issues were reported with the device. According to the complainant, following the procedure, the patient was hospitalized for one night, went home for a day, and then was readmitted to the hospital. Although it was reported that her asthma was improving, the patient was put on a ventilator and moved to the ICU where her condition was stabilized. On (B)(6) 2016 it was reported that the patient was not doing well and her blood pressure could not be controlled. Reportedly, the patient had many other medical problems and complications beyond asthma. On (B)(6) 2016 the patient was reported to have no brain activity, has stopped taking medication, and was being prepared to be put on a ventilator. On (B)(6) 2016 it was reported that the patient passed away. Please see MFR report 3005099803-2016-00414 for the details regarding the patient's first bronchial thermoplasty procedure. Information regarding this event was obtained from (B)(6). No additional information is available.